Event description:
Procedure performed: 1. Puncture of the right internal jugular vein with sonographic guidance. 2. Inferior venacavogram. 3. Placement of retrievable meridian inferior vena cava filter in infrarenal position. Description: the md used a 9 french dilator pre-inserted flter introducer sheath with dilator and one marker detached in the patient's neck tissue and the md was able to remove it with a hemostat. The md checked the other marker and it seemed appropriately attached. The md then reinserted the sheath into the patient. The md removed the dilator in order to load the filter and noted that the second marker had detached and was left inside of the sheath. With careful manipulation, the md was able to remove the sheath and loose marker from the patient. The filter was successfully deployed without difficulty.